Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and a decrease in sensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv lead. During the replacement procedure, it was noted that the helix would not retract and the stylet would not advance into the rv lead due to fibrosis. The rv lead was explanted and replaced to resolve the event. The patient was stable.